Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient also reported that on (B)(6) 2025 pain was experienced during active treatment requiring a visit to the hospital. The patient was then diagnosed with peritonitis and admitted. The patient has been administered unknown antibiotics and has been performing manual treatments while hospitalized. The patient is still currently in the hospital. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, any temporal relationship to pd therapy, root cause of infection, treatment details and the patient¿s current disposition remain unknown.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis. The patient also reported that on (B)(6) 2025 pain was experienced during active treatment requiring a visit to the hospital. The patient was then diagnosed with peritonitis and admitted. The patient has been administered unknown antibiotics and has been performing manual treatments while hospitalized. The patient is still currently in the hospital. Multiple attempts were made to acquire further details concerning this patient¿s infection and hospitalization; however, no additional information was obtained. As a result, any temporal relationship to pd therapy, root cause of infection, treatment details and the patient¿s current disposition remain unknown.

Manufacturer narrative:
Clinical investigation: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s peritonitis cannot be determined. Though the cause was unknown, a majority of peritonitis infections are caused by nonadherence to aseptic technique through touch contamination involving the transmission of peritonitis causing pathogens. In the absence of the required information, the liberty select cycler with the liberty cycler set cannot be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.